Event description:
Upon removal of the im rod from the pt's femur a fragment of one or two inches broke off. The piece of metal was stuck and un-removable from the pt.

Manufacturer narrative:
Examination confirmed the reported breakage. Although unable to determine the complaint sample manufacture date, in july of 2001, the geometry of this product code was revised. The product returned is of the prior design. A search of the complaint database did not find any complaint of this nature for products manufactured after this change. The need for additional corrective action is not indicated.